Event description:
It was reported that the insulin pump alarmed lost sensor and that the insulin pump was not communicating with the transmitter. The blood glucose reading was 89 mg/dl. Explained that the insulin pump was no long receiving data from the transmitter. The customer stated that the insulin pump then alarmed sensor error after initialization. She noted that she was unable to run the test plug procedure with the transmitter. Advised the customer to call back for further troubleshoot if the alerts continued to alarm after a sensor change. Advised that the sensor would be replaced. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per (B)(4). The sensor failed per specifications due to high readings.